Manufacturer narrative:
Even though there have been no previous reports with this or a similar device, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Mainboard (measurement interrupted) defective. Inlay and manuals are missing, not complete package.

Event description:
In this event investigation found that a promark apex locator has an error. The investigation showed that the measurements are interrupted caused by an issue between mainboard and the measurement socket; no injury occurred.